Event description:
Additional information received reported that the physician mentioned the event occurred after the dsa fu at 1year. They did not specified a date: dsa fu were performed between (B)(6) 2024 /(B)(6) 2025. The morphology of each aneurysm was unknown at the time of the report. B679957- vantage ¿ lrrm ¿ pipeline vantage occluded doctor will not proceed with any interventions. Doctor mention that patient is stable under his condition and develop good collaterals. (B679957- vantage ¿ lrrm ¿ vantage occluded were implanted on (B)(6) 2024). The occlusion was first observed b679957- vantage ¿ lrrm ¿ pipe occluded - (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that for lot: b679957, there was no stent displacement issue, it was the ¿hyperplasia¿ that was stated by the doctor. No additional intervention was required or planned for a future date. The patient had no symptoms associated with the pipeline movement/migration. The raymond or roy (or other aneurysm occlusion scale) score was not specified. In this case, the pipeline was implanted to cover a left posterior inferior cerebellar artery feeder into in passage fusiform dissecting dilatation of aneurysm. The information is confirmed by the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline was used for an approved (on-label) indication. The device and any accessories were prepared as indicated in the IFU. The device was successfully working after the surgery. The stent full occlusion was identified by the doctor a week later during a follow up evaluation. The patient showed a good collateral circulation post occlusion on left posterior inferior cerebellar artery (pica) on rtva. There was no medical or surgical intervention needed to prevent a permanent impairment of a function. The event did not lead to or extend patient hospitalization. There was permanent injury. After the surgical processes, the angiographic results (xpercity evaluation) were favorable. The adverse results were identified on the follow up evaluation.  The patient was undergoing surgery for treatment of an unruptured left vertebral artery (va) aneurysm. It was noted the patient's vessel tortuosity was normal.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the doctor believed the hyperplasia was caused by the stent.